Manufacturer narrative:
Product analysis: analysis was unable to confirm the loss of stimulation with the analyzer. Analysis noted that the backup battery had low voltage. The analyzer passed all incoming tests. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer and analyzer "blocked" and stopped stimulating during an implant procedure with a pacing dependant patient. The users were unable to determine if the issue was caused by the programmer or the analyzer. The analyzer and programmer are expected to be returned for service. No further patient complications have been reported as a result of this event. It was further reported that the programmer and analyzer were returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a different programmer was used to continue pacing the patient during the procedure.